Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection was not conducted. No sample returned for evaluation. No lot number was provided and therefore, no review could be performed. The customer indicated that no sample was available for return. During follow-up with the customer, it was stated that "the physician placing the needle set grabbed the longer 45 mm needle set mistakenly (according to brian the 25 mm would've been adequate); placed the needle set but clearly didn't stop insertion after passing the cortex and then it wouldn't work. It did not go "through and through" both cortices but lodged in the cortex of the distal side of the tibia. Then the difficulty with removal started and despite their best attempts the hub broke off. During the removal attempts they reattached the needle set to the driver and tried to "power" it up in an effort to widen the size of the hole (theoretically to make removal easier). Instead of the intended result it inserted the needle set further making removal a greater challenge and buying the patient a trip to the or. The cause of the event was due to operational context- clinician/user technique. As a corrective action, an in-servicing was requested. Other remarks: proper technique involves selecting the correct needle size (the 45mm ez-io needle is for patients ">40kg, excessive tissue, humerus" while the 25mm needle is for patients >40kg) and to "advance the needle set approximately 1-2cm after entry into medullary space." Furthermore, for needle removal, the instructions for use (IFU) states to "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the needle was inserted all the way to the hub which caused the needle to go through both sides of the bone. This made it very difficult to remove the needle. The yellow hub of the needle came off, thus the patient was sent to the or for the removal.